Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, high defibrillation impedance was observed on the right ventricular (rv) lead. Technical support was contacted and recommended diagnostic imaging. No intervention has been performed at this time. The patient was stable and will continue being monitored.